Event description:
Baxter reported, "leakage from the silicone tube of the transfer set." The set was in use for 80 days. There was no pt injury or medical intervention associated with this incident according to baxter.